Event description:
Follow-up identified surgical intervention may be undertaken at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2015, repositioning and reachoring the lead in the fascia. Effective stimulation was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
UDI (di) (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487=2014-01837. Follow-up identified the sjm representative met with the patient at which time lead diagnostics revealed multiple contacts with low impedance values. Reprogramming was attempted to no avail. The system will remain off until the next appointment.

Event description:
Device 1 of 2. Reference MFR report#1627487-2014-01837. It was reported the patient is experiencing undesired stimulation in the abdomen. X-rays reveal a lead migration. The patient will meet with the sjm representative as the next course of action.